Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The surgeon reported that a female patient who had been implanted with an alumina head, alumina liner, trident shell and exeter stem had developed pseudotumours requiring revision surgery.

Manufacturer narrative:
An event regarding altr (pseudotumor) involving metal based components including an exeter stem, trident shell, and trident liner were reported. Conclusion: no allegation of failure was made against the reported device. The reported device is a ceramic based material and contains no metal. Based on the information provided there is no indication that the product reported in this investigation contributed to the event. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The surgeon reported that a female patient who had been implanted with an alumina head, alumina liner, trident shell and exeter stem had developed pseudotumours requiring revision surgery. Date of implant was (B)(6) 2011, using a posterior approach. Hip replaced as a result of osteoarthritis. Patient has standard activity level for age. Ultrasound scan showed large fluid filled pseudotumour, later to femoral vessels and nerve.